Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch ultra ping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged display issue has been ongoing since (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster) and stated that she took an unknown amount of additional humalog insulin in response to not being able to read the result clearly. The patient stated that around 30 minutes to 1 hour after the alleged product issue she began to develop ¿low blood sugar¿ symptoms. She reported that an ambulance was called and an hcp (paramedic) treated her with a glucagon injection. The patient was unable /unwilling to answer if she obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the meter was being used. Cca noted that the patient did not have a backup meter. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Low blood sugar requiring hcp intervention, after the alleged product issue began.